Event description:
It was reported that left hip revision surgery was performed due to unexplained persistent pain, elevated cobalt and chromium levels from failed hip resurfacing arthroplasty consistent with metal on-metal wear.

Manufacturer narrative:
[(B)(4)].